Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system with power supply cord and power cord were received for evaluation. External and internal visual inspections of units revealed exposed wires of the power supply at both ends. It was reported that the patient electronic system had exposed wires coming from the power extension cable - unconfirmed. There was no evidence or signs of any frayed/exposed wires coming from the power extension cable. This power accessory was able to be used for all testing without any malfunctions or power interruptions. Device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. This unit does not fall under fa-q323-hf-4.